Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator had failed.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager (rm) refrigerator was failed. A field service engineer observed no visible or audible response during recovery attempts. It was found that the counter support leg was lodged between the rm auxiliary cable and the refrigerator. The fse replaced the latch, which had corroded mini switches, and retested the rm, but there was no change. Cable connections were verified to be tight. The fse then replaced the rm circuit board. After replacement, the rm began functioning properly and tested successfully. The customer recovered the previously failed rm and performed several inventories, all of which completed without issue. Fse was back again. Rm had failed on the first attempt. Pharmacist had complained that rm was full of medications for eye surgery. It had probably failed around 20 times and caused delays in the surgery schedule. Rm was recoverable but had failed constantly, even with new mini switches. Fse had replaced the mini switches again and had verified that cables and connections were damage-free and tight. It had tested okay in hardware test application (hta). Fse had hung around for a while and monitored rm. No further issues were found. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.